Event description:
It was reported that this stent was inadvertently deployed in the incorrect location and unable to be retrieved. An 8mm x 60mm x 130cm innova self-expanding stent was chosen as the treatment option for an abdominal aortic aneurysm. The innova was unable to reach the target position in the celiac artery, and upon withdrawal the stent deployed automatically in the abdominal aorta. The physician used a snare to attempt to retrieve the stent, however the stent was stuck on the main stent of abdominal aorta and could not be retrieved. The position of the bare stent was adjusted to not affect the lumen and blood flow of the main stent of the abdominal aorta. The procedure was completed with another device without sequelae.